Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image became black was not confirmed. Device evaluation found that the image guide bundle had significant breakages, connecting tube had coating peeling, due to deformation of control unit, water tightness was lost, adhesive on bending suction cover had a chip, due to damage on connecting tube, channel cleaning brush could not be inserted smoothly, control unit had a scratch, image guide protector had a cut, bending tube had a dent, connecting tube had a dent, eyepiece had a scratch, diopter ring had a scratch, suction cover had a scratch, grip had a scratch, venting connector under grip was shaved, up and down angulation lever plate had a scratch, angulation lever had a scratch, and diopter ring had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope was inspected before use and the image became black. The issue was found during procedure, and the therapeutic procedure was completed with a similar device. There were no reports of patient harm. During evaluation of the returned device, it was found that the coat was peeling off at the insertion site and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.